Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced runs of ventricular tachycardia during impella cp support. The patient required three shocks in response to the condition and lidocaine and amiodarone drips were initiated. Support was continued with the implanted pump following the intervention. The patient survived.